Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower case was broken and contaminated, the battery release was contaminated, the ring cover and two side bail covers were broken, the heart block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the ring and two side bails were missing, the battery drawer was contaminated, the keyboard pad was contaminated, the battery flex was contaminated and the main printed circuit board (pcb) was out of specification. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the pcb caused the device to fail battery removal testing (unrelated to the reported event).

Event description:
It was reported that during testing of the external pulse generator the values for the atrial and ventricular output amplitudes would "jump." The generator was returned for service. There was no indication of any patient involvement.